Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that objective lens adhesive was peeled off due to due to stress from use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the IFU (instructions for use) which may help to detect the issue: ¿chapter 3 preparation and inspection 3.3 endoscope inspection" as follows. Inspection of entire endoscope. - check that there are no scratches, chips, dirt, gaps around the lens, or other abnormalities on the lens at the tip.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to a pinhole on the bending section cover the water tightness was lost, the venting connector of the light guide connector was loose, the adhesive on the bending section cover had a chip, the forceps elevator lever had discoloration, the light guide connector had a scratch, the video connector was deformed, and the indication on the light guide connector was not correct. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the videoscope had a water leak. The device was returned for evaluation. During the device evaluation, the adhesive around the objective lens was peeled was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.